Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information provided on 29-jan-2026: it was further reported this occurred during an mis bunion case when implanting the 3.5 mm beveled screws. It was reported that when implanting the screw on the screwdriver, it completely snapped and the surgeon extracted the broken piece. A 10-minute case delay was experienced.

Event description:
On 23-jan-2026, it was reported by a sales representative via (B)(4) that an ar-8741-40 driver broke. This occurred during use in a case with no patient effect. No broken fragments left inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.